Manufacturer narrative:
G4: 11jun2020; b4: 11jun2020. Additional information was received indicating that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-00882 was submitted. The market representative did not provide additional information about the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
It was reported that the ventilator was not providing air flow and annunciated alarms related to patient circuit occluded, blower stalled and auxiliary alarm supply failure. The customer also reported that the ventilator failed to go into stand-by mode and could not be turned off. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient was asleep when the reported event occurred. There is currently no report of medical intervention being required as a result of this event. The customer reviewed the significant event log and confirmed the occurrence of a 35 volt failure.